Manufacturer narrative:
(B)(4). Additional information: multiple request for return of device have been made but no device has been returned. Additional information: which firing of the device did this event occur on? First few. What vessel or structure was the device fired on at the time of the event? Aortic esophageal branches. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of patient. What were the indications for surgery? What was found? Esophagectomy (totally endoscopic). Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Event description:
It was reported that during a vats wedge resection and lobectomy procedure, clips were automatically falling out of the applier before application. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis result of the device (b) found that it was received with the top shroud broken. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90d70; expiration date: 01/2017; manufacturing date: 02/2012. The analysis result showed that the (c) instrument was returned with the handles open and with the top shroud broken. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. No functional test could be performed due to the returned condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j90r3u; expiration date: 02/2017; manufacturing date: 03/2012.